Event description:
It was reported that the device was used during a laparoscopic nephrectomy. It was reported that the device would not release from around the vessel. Another device was used to complete the case. There was no further consequence to the pt.